Manufacturer narrative:
Age/date of birth: unknown/ not provided. Date of event: unknown, not provided, but the best estimate date from 10/21/2019 to 7/6/2020. If explanted; give date: not applicable as the lens remains implanted. Reporter information: unknown, not provided. (B)(4). Device evaluation: product evaluation was not performed because per the initial report the lens is still implanted in the patient's eye. The complaint issue reported could not be verified and no product deficiency could be identified. Manufacturing record review: a review of the manufacturing records were reviewed. The product was manufactured and released according to specifications. A search of complaints related this production order (po) was performed no other complaints have been received for this po number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during a post-operative examination, a male patient complained of severe post-operation glare. The patient has to wear two (2) pairs of sunglasses to cope with the glare or he cannot go outside. There was no surgical interventions such as vitrectomy, incision enlargement or sutures required. It was confirmed that the patient does not have any pain as a result of being exposed to light. No medication/treatment have been given to the patient. The lens remains implanted in the patient's eye and no secondary surgical intervention is planned. It was indicated that the symptom interferes with the patient performing their daily activities. No further information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.